Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent once the investigation is completed.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed. The returned battery was replaced with a brand new battery. Powered on meter with button depression and with insertion of strips. Low battery icon was not observed. This is a final report.

Event description:
During service at baxter, a technician found in service a colleague infusion pump with a failure code 810:04 caused by ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
Customer reported that on (B) (6) 2010, he changed the battery in his freestyle freedom blood glucose meter, but then continued to see a battery and booklet icon on the display. It was further reported he subsequently experienced diaphoresis, a headache, noted his eyes were rolling and he was screaming. Customer noted he experienced both a seizure and a loss of consciousness. Customer's daughter gave him pancake syrup and water to drink. There was no report of death or permanent injury associated with this event.